Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sleeve gastrectomy, a leak developed near the top of the staple line which was identified ten days after the procedure. The patient never got obstructed. The issue was not evident on endoscopy at the time of the original surgery and it was identified for follow up endoscopy. There was no injury to the esophagus as seen on endoscopy. Reoperation for abscess drainage and leak control was done. It was noted that the patient's hospital stay was extended (3+ weeks currently). The case was completed with no known problems. It was noted that there was tissue damage at the proximal stomach staple line. There was no definitive reason for leak currently suspected.